Event description:
The customer reported engorgement while using the freestyle breastpump. In follow up the medela clinician she reported that she had mastitis.

Manufacturer narrative:
The customer reported that she has mastitis and that she was prescribed amoxicillin. The original product was not requested for return. Customer contact information was not provided. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed p 294: breastfeeding and human lactation. Mastitis require prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.